Event description:
Caller indicated ther glucocard vital meter was reading high. Received transfer call regarding caller who stated she had a reading over 400, dosed herself and got sick. Contacted the customer for details. Customer is on a daily dose of insulin which is 5 units. She stated she checked her blood glucose around noon and received a reading of 470. Based on the reading of 470 she then increased her dose of insulin by taking a total of 30. No mention of symptoms. She stated she tested again and received a reading 337mg right after she tested on a freestyle meter and received a reading of 253mg. She stated she doesn't think the vital meter is accurate. She also stated she completed a control solution test and received a reading of 89 using the normal control solution which was within range per her bottle of test strips 88-110. She stated she believe the readings are wrong on the vital meter because she exercise and eat right. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. (B)(4): customer did not return product.